Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer was able to load a cartridge successfully and resume insulin delivery. In addition, it was confirmed that the customer has manual injections as alternate insulin therapy.